Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient had revision surgery done on a right knee due to possible infection. Surgeon found ulcer around the plate. He cut and removed distal part of the plate and an unknown screw.